Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed from error logs that the table control unit had intermittent faults. As the alert was generated remotely, the fse proactively replaced the tilt control module to resolve the issue, restoring normal system operation. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed by restarting the system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable.

Event description:
It was reported to philips that the system gave a remote alert indicating a runtime error in the frontal beam joystick, which can impact geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.